Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating and deflating. The physician believes that the issue with the device is due to old age. A surgical procedure was performed during which the existing ipp was removed and replaced with a new one. No patient complications were reported.